Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2016. It was noted that this lead was fracture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).